Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump suspended insulin delivery due to inaccurate sensor glucose readings. The blood glucose reading was 120 mg/dl. The customer stated that there were too mant inconsistencies with the sensor. He observed a sensor glucose reading of 76 mg/dl, compared with the blood glucose reading of 118 mg/dl. He stated that the insulin pump had shut down, start beeping, then begin buzzing it left unattended. He reported that he experienced high blood glucose levels but showed more concern about low blood glucose events. Advised the customer on how to clear the alarms. Nothing further reported.